Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. While a blockage in the npwt system (pump/canister/dressing) may lead to a loss of negative pressure, it will not directly cause or contribute to serious injury or death, even in a clinical setting. Additional conditions must also exist (e.g. Surgical / treatment conditions; patient factors; the unavailability of back-up or alternate therapies for greater than 24 hours) before an injury could possibly occur, and even under those conditions, the risk of patient harm is low. This event is considered not reportable pursuant to 21 cfr part 803.

Event description:
It was reported that the nurse from interim healthcare in (B)(6) reported she has a patient that had renasys go placed last week on upper back. She said she changed the dressing this morning and everything was working fine and then the patient called her and reported the device was reading high vacuum. When she got to the house, the dressing was not suctioned down and there was nothing in the canister. She changed the canister and turned it off and back on and still read high vacuum. This nurse instructed her to change the canister one more time to be sure it wasn't faulty canister. She checked the o-ring and it is functional, and after changing canister she turned off and back on and then went to continuous but the dressing was not suctioned down at all. This nurse explained there could be something caught at the port of the dressing which could be causing the high vacuum and may need dressing change. She again told this nurse she already changed the dressing. While talking the device started displaying blockage full. This nurse instructed her to turn off the device and unplug and turn back on and then it went from blockage full to high vacuum to blockage full again. This nurse explained the device maybe malfunctioning and the patient may need a new device so this nurse would transfer her to rotech who could help her get the patient a new device. No further information provided at this time.